Event description:
The physician reports that the crystalens haptic tore during implantation. Intervention was performed in order to remove and replace the lens and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was unknown. The device evaluation is in process and the results will be filed in a supplemental MDR report.